Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a letter from a lawyer reported two unknown broken screws from an liss-plate (periprosthetic supracondylar distal femur fracture left). There was no further information available and no articles were received. This report is for an unknown screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The results of the additional evaluation are as follows: based on the topography of the fracture surface, we can conclude that the implants* were subjected to one sided dynamic bending loads. Constantly alternating load cycles during walking led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screws. The locking screws* could not resist the applied force which finally led to the material overload / fatigue failure. The significant proportion of residual forced fracture zone (about 50%) infers relatively high load. Since no x-rays and surgery reports were available, no statement on the quality of the fracture fixation can be given (bony support of the fracture, reposition). We found no evidence of material or manufacturing defects.